Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend. The customer¿s blood glucose was 7.6 mmol/l and sensor glucose value was 2.2 mmol/l at the time of the event. The customer was advised that the average sugar glucose and blood glucose differences should remain under 20% over the life of the sensor. Customer was assisted with troubleshooting. The customer declined to review site selection, taping, insertion and calibrations. The customer was advised to monitor and change the sensor if the issue persists. The sensor will not be returned for analysis.